Event description:
It was reported that multiple occlusion alarms occurred. The customer declined to complete system check, so a cause could not be determined. Customer successfully resumed insulin deliveries. There was no reported impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.